Event description:
It was reported there was oversensing, inappropriate therapy, and high impedance. The ICD and lead were both replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Other: it was reported there was oversensing, inappropriate therapy, and high impedance. The ICD and lead were both replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn; impedance, high, oversensing, shock, inappropriate.